Event description:
It was reported that a blower fan motor was pulled from the grasp of a field engineer and was pulled into the bore of a 1.5t magnet while a pt was in the bore. The pt incurred only minor injuries related to the event, a bruised abdomen. The motor replacement was a pt comfort issue. The healthcare professional instructed the fe to enter the magnet room. Service policy regarding routine service instructs the fe to not perform service with a pt in the magnet. Documentation in service and operator manuals and signs warn against ferrous objects being brought into the scan room.